Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that during the trial they noticed a big difference, they did not feel much urinary retention but last night when they used the restroom, they had a good flow but they had "a lot of stalling" like they still had to push more to urinate. Patient said they think they need to increase it a little bit because their retention was fine but they noticed the stalling. Reviewed therapy education, offered and assisted patient to increase. Redirected to their doctor. Patient said they spoke with the manufacturing representative (rep) yesterday but that was before the issue with stalling started happening. Patient reported some return of baseline symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.